Event description:
This rv lead was implanted on (B)(6) 2002 and remains implanted at this time. A call was placed to technical services on (B)(6) 2016 stating there was a low rv intrinsic amplitude measurement. The physician was dr. (B)(6) at (B)(6) in (B)(6) no other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).